Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
The device was scrapped therefore the reported failure mode was not confirmed. Alleged failure: light source remains on after removing safelight adapter probable root cause: poor light cable alignment in jaw, reed switch assembly malfunction, moisture ingress, intermittent electrical component contact in safelight circuit, magnet missing from safelight adapter, use error. The reported failure mode will be monitored for future reoccurrence.